Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR report: 3008829311-2016-00219. The patient has bilateral leads implanted at l1 as part of their axium neurostimulator system. It was reported the patient (united kingdom) suffered two falls after implant and is experiencing ineffective stimulation. Additionally, the patient experienced painful stimulation in the right flank and no pain relief when utilizing the right side implanted lead. Reprogramming was unable to provide effective therapy. X-rays were taken and indicated one of the leads had migrated. Surgical intervention may take place as the next course of action.